Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had no power. Reportedly, there was evidence of moisture behind the display. It was reported that there was no damage to the battery cap or battery compartment; the yellow o-ring of the battery cap was not visible at the time of the event. This issue was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the black box data showed an unexplained reboot following the clearing of a call service 052 alarm. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was used and was able to fully tighten on to the pump. The pump was exercised for 24 hours with no power loss. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the audio bolus button cover was missing. The pump failed a leak test due to this. The pump cover was removed and evidence of moisture damage was inside the pump.